Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 for a high blood glucose level of 580 mg/dl. The customer stated that they had just started using insulin pump therapy on (B)(6) 2015. The customer was treated for the high blood glucose with food. The customer stated it is unknown what caused the diabetic ketoacidosis episode but they will call back if they had any issues with their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.